Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported hospitalization due to low blood glucose. The blood glucose reading is 97 mg/dl. Customer stated that he passed out about three times due to low blood glucose. The blood glucose reading at the time of the event was 21 mg/dl. Customer stated that he was running high and had taken too much insulin before bed. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.